Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
(B)(6). (B)(4). Device evaluation: product testing could not be performed because the product was not returned. Manufacturing records review: the manufacturing records for the product were reviewed. The product was manufactured and released according to specification. A search revealed that no similar complaints were received for this production order number. Labeling review: the directions for use (dfu) were reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient underwent an explant of a tecnis toric intraocular lens from the right eye due to residual astigmatism post cataract surgery. The impact to the patient was decreased visual acuity. Additional information provided stated the replacement lens is a different tecnis toric model lens of the same diopter. There was no incision enlargement, sutures, or vitrectomy required. The patient was reported to be doing fine post-exchange. Visual acuity pre-op (pre-initial implant): 20/80+1 (with glasses). Visual acuity post-op (post-initial implant): 20/50. Visual acuity post-op (post-replacement):20/25-1. No other information provided.